Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, resistance was felt while loading the cartridge with insulin. Customer changed syringe/needle and cartridge multiple times to resolve the issue. There was no reported adverse impact to customer's blood glucose.